Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with applied force. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records found no anomalies. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the davol sales rep: it was reported that during a laparoscopic ventral hernia repair using a ventralight mesh while fixating into the anterior peritoneal wall, the optifix fixation device released two fasteners and then jammed. Another device was used to complete the case and no patient injury was reported as a result of the problem experienced. The sample was returned intact; however, the barrel insert detached during the functional evaluation.